Event description:
Revision surgery- the pt complained of their shoulder locking up, causing pain and discomfort.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and discomfort after 5.1 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 107th complaint for this part number: 57 due to dislocation, 16 for dissociation, ten due to infection, seven due to instability, five traumas, three for non-assembly, two due to pain, two for taper non-engagement, one tight joint/limited range of motion, one malposition, one loss of fixation, and one due to cement impingement. This is the first complaint for this lot number. The root cause for the pain and discomfort was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.